Event description:
The doctor reports that the dental implant located in position number #42 failed due to intense pain. The doctor reports loss of sensitivity, edema, discomfort and inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age: age at time of the event unknown / not provided. Patient gender: gender unknown / not provided. Additional device information unknown / not provided. Initial reporter name and address: email address unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use, damage identified on the implant likely from the removal process. Device was measured with a caliper and matched print specifications. No malfunctions detected that could lead to reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type, clenching. The reported device was located on tooth # 42 (fdi) and was used for approximately 14 days. DHR review was completed for the subject lot number (1256202). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1256202) for similar events and one (1) other complaint was identified. Review completed utilizing keywords: pain. Therefore, based on the available information, device malfunction did not occur, and the reported event was non-verifiable with the information provided.

Event description:
No further event information is available at the time of this report.